Event description:
Reportable based on device analysis completed on 07mar2025. It was reported that the device was unable to cross the lesion. The 93% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 10mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the catheter failed to pass the lesion due to angulation. The procedure was completed with another of the same device. No patient complications reported, and the patient was good post procedure. However, device analysis revealed that blades were detached.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Multiple kinks were noted along hypotube shaft. The shaft polymer extrusion had no kinks or damages. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blade segments identified the following: blade 1: no damage observed. Blade and pad fully bonded onto the balloon. Blade 2: approximately 1mm of a distal blade segment was missing (detached). The entire blade pad was intact. Blade 3: approximately 4mm of a distal blade segment was missing (detached). The entire blade pad was intact. The tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. No other device issues were identified during returned product analysis.